Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that the lead exhibited high capture threshold.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exceptions of damage consistent with that occurring at the time of the procedure.